Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that since last friday they noticed that their ins battery was at 100% and they feel like it should have depleted since they have not charged since last thursday. Patient also stated that the therapy was off on their ins and they could not turn it on. Agent walked patient through accessing their recharger application. Patient was able to start a charging session with excellent connection. Patient was also able to turn their therapy on. Agent walked patient through accessing their therapy application and patient confirmed that the therapy was on. Patient tried to increase their stimulation but could not feel the stimulation. Patient stated that all groups had the neurosense functionality and they could only feel the stimulation when they laugh or do certain actions. Agent reviewed neurosense and advised patent to monitor the issue since they were able to turn the stimulation back on now. Patient will monitor ins and will call back if the issue persists. Patient stated that their follow up appointment with their doctor was on (B)(6).